Event description:
On 10/12/09, during device evaluation by baxter, it was found that the pump head module keypad stop keys have to be hit hard for operation on a colleague volumetric infusor pump-single channel. No patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the condition of the pump head module keypad stop keys have to be hit hard for operation was confirmed through evaluation. The pump head module with the pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)